Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving adc freestyle libre sensor scan results of 19.8 mmol/l and 'hi' (reading >27.7 mmol/l) that were higher than he/she felt. Customer subsequently self-treated with 3 iu of rapid acting insulin and further reported that "at midnight (he/she) woke up dizzy" and experienced a loss of consciousness. Customer was initially tended to by "first aid" who obtained a reading of 'lo' on their meter and treated the customer with "sugary drink". Paramedics arrived and administered unspecified intravenous treatment and transported the customer to a hospital where a reading of 26 mmol/l obtained at 4 a.m. Customer reported that they were released from the hospital and went home after one day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: ( device mfg date) has been updated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was properly seated in mount. Removed the sensor plug and inspected plug assembly. No issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving adc freestyle libre sensor scan results of 19.8 mmol/l and 'hi' (reading >27.7 mmol/l) that were higher than he/she felt. Customer subsequently self-treated with 3 iu of rapid acting insulin and further reported that "at midnight (he/she) woke up dizzy" and experienced a loss of consciousness. Customer was initially tended to by "first aid" who obtained a reading of 'lo' on their meter and treated the customer with "sugary drink". Paramedics arrived and administered unspecified intravenous treatment and transported the customer to a hospital where a reading of 26 mmol/l obtained at 4 a.m. Customer reported that they were released from the hospital and went home after one day. There was no report of death or permanent injury associated with this event.